Event description:
Event description guidant received information that this pacemaker recorded a ventricular tachycardia episode on the electrogram. The patient does not recall what he was doing at the time, and has not been asymptomatic. The daily measurements are good and the loss of capture could not be reproduced.